Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has audio issue. Customer's blood glucose at the time of the incident was unknown. Troubleshooting was performed and the issue was confirmed during the call. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.